Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was threaded on the transportation wire and located just proximal to the stent protector in the as-returned state. Inspection of the stent and of the stent protector revealed no damage or irregularity. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pk papyrus covered stent system was selected for treatment. During unpacking, while removing the protector, the stent dislodged from the balloon and remained on the stylet of the protector. The procedure was successfully completed with another pk papyrus stent.